Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the extension tubing is confirmed but the exact cause remains unknown. One 19 ga x 0.75 in safestep infusion set was provided for evaluation. The safety mechanism was fully activated over the needle bevel. The infusion set was flushed with water using a 12 ml syringe and a leak was noted at proximal end of the extension tubing extending from the luer hub. Microscopic observation of the leak location revealed a circumferentially aligned partial split in the tubing. The split occurred at the distal end of the adhesive fillet. The fracture surface was observed to be rough, uneven, and granular. Based on the location of the split and characteristics of the damage, possible contributing factors include material fatigue caused by repeated kinking or twisting of the tubing. Securement of the tubing may reduce exposure to excessive movement and kinking. Since a split in the tubing was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via phone call "the needle has a hole in it and was leaking." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfrf070 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call "the needle has a hole in it and was leaking." No other information was provided.